Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had cracked battery tube threads, a broken reservoir tube lip, cracked belt clip slot at the battery tube threads and minor scratches on the display window.

Event description:
The customer's parent called and reported the customer experienced low blood glucose readings three days in a row. Customer's blood glucose was 38 mg/dl on the day of reporting and had been 309 mg/dl that morning. The reservoir was changed out and the high blood glucose was treated with the insulin pump. The customer's parent later received a call from the customer's school regarding his blood glucose of 38 mg/dl, which was treated with food and beverage. There was also reported to be a crack on the customer's insulin pump. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.